Event description:
The reporter indicated difficulty obtaining measured telemetry. Normal pacing threshold with device was performed. Normal intrinsic and maximum sensing test was also performed. A t-wave shock induction was attempted. 120ppm pacing was observed without t-shock. Program display key was pressed several times until t-shock finally delivered and an arrhythmia was induced. Frequent undersensing was observed if fibrillation occurred. External 300j shock was delivered into sinus rhythm. Device was inquired following the episode and reported a checksum error. A subsequent printout showed autogain off, and a pacing rate to 120ppm when it was previously programmed to on and 50ppm respectively.